Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the field experience of premature battery anomaly could not be verified in the laboratory. An arc mark was observed on the ICD can. A longevity calculation was performed. The device was found to be within expected limits. The device's memory map showed a power-on-reset (por) occurred during high voltage therapy delivery. It is believed that during a high voltage therapy delivery, the lead arced to the ICD can and shorted the high voltage output circuitry. It is believed that the rv lead is damaged. Other text : na.

Event description:
It was reported that the device showed premature battery depletion. The device was explanted.